Event description:
The customer contacted stryker to report that their device was getting stuck in a power cycle loop. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was identified as the system pcba. This part is obsolete and the device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device was getting stuck in a power cycle loop. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.